Manufacturer narrative:
Repairs have not been completed.

Event description:
The account stated when lowering the bed, it would move unintentionally into the trendelenburg position. The hi/low head actuator would keep lowering unless something was placed in the obstacle detect sensors or the bed was unplugged.